Event description:
The customer reported that the 840 ventilator had an unresponsive touch screen. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction and found water contamination in the graphical user interface (gui) display. The cse inspected the device and replaced the graphical user interface (gui) touch frame printed circuit board (pcb, touch frame cable and the keyboard assembly. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).